Event description:
The customer reported that while using a punctur-guard blood collection needle the blunted inner cannula withdrew with the vacuum tube and blood proceeded to flow into the needle holder. (Two occurrences) no pt or user injury was reported.